Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a "cine disk not found" error message, which resulted in a loss of subtraction, road-mapping, or other critical vince functions. There is no report of pt injury associated with this event.